Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/08/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: "was the needle removed from the patient during the same procedure? No." Clarification: the answer means that there is no needle fell into the patient.

Manufacturer narrative:
Date sent to the FDA: 06/14/2021. A manufacturing record evaluation was performed for the finished device batch pe5527, j317h and no non-conformances were identified. Additional h6 component code: g07002 ¿ device not returned. Additional h-3 summary: the product was returned incomplete for evaluation. Visual analysis of the returned sample determined that one an empty opened foil of product code j317h was received for evaluation. Needle or suture was not returned. If additional information is made available, the investigation will be updated as applicable. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿was the needle removed from the patient during the same procedure? No. ¿ does it mean that the needle fell into the patient and still retained in the body? If yes, please clarify/specify: what was the size of the needle used? Where is the needle retained; in what structure/tissue? Are there plans to remove the retained needle piece? If yes, please specify date and details. Additional information was requested, and the following was obtained: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? During passage during passage through. Was the needle removed from the patient during the same procedure? No. What tissue/location was suturing when pull-off occurred? Unknown. Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? No. Please provide the procedure name and date. Open gastric. Date unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? Please provide the procedure name and date. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. During the procedure, needle and suture were separated. No adverse patient consequences were reported. Additional information was requested.